Event description:
It was reported that the handpiece began overheating at the beginning of a procedure. There was no reported pt or user injury or delay, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause of the problem was corrosion. The motor and bearings were each replaced, along with other components, and returned to the customer.